Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the suture wing was detached from the catheter. It was reported that there was a securement wing issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Disengaged suture wing can occur if there was excessive force applied on the connection point between the suture wing and cannula. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: suture the catheter to the skin using rotatable suture wing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, the femoral vein catheter slipped from the suture wing, and the suture wing was noted to have no fracture. Stitches were fixed. Nothing unusual was observed prior to dialysis. The catheter was not repaired and had no leak. There was no cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated before the product was implanted. No other products were being utilized with the device. Reinsertion of a bought tube (same product ID) was done to continue the dialysis and it was completed. There was no reported patient injury.